Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to verify the alarm due to full segment frozen display. No blank display noted on interface board. The insulin pump had minor scratches on lcd window.

Event description:
The customer called and reported the insulin pump was stuck on a black screen, after he received an error message, possibly caused by electrostatic discharge. The alarm was not cleared. Customer was advised to remove the battery for five minutes. The display did not return. The customer stated the insulin pump had not been bumped, dropped or exposed to moisture. No relevant corrosion nor damage was noted. The customer was advised to insert a new battery and the display returned. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.